Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 12-nov-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated due to the meter results he had gone to his doctor on 11/06/2025; no further information was provided. Customer also stated the replacement products did not resolve the initial concern. A new case was opened to address the customer's concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 171, 176, 179, 188 and 157 mg/dl. The customer stated his expected am fasting blood glucose test result range is 130-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/31/2026 and per the customer the open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 171mg/dl , date: (B)(6), time: 6:47am fasting, result 2: 176mg/dl, date: (B)(6), time: 6:45am fasting , result 3: 179mg/dl, date: (B)(6), time: 6:43am fasting , result 4: 188mg/dl , date: (B)(6), time: 6:20am fasting , result 5: 157mg/dl , date: (B)(6), time: 6:19am fasting.